Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment that the touch screen of the programmer was not working as the cursor was not moving on the screen correctly. The stylus was found to be working correctly with no fault found. The software was unable to be updated. The software was reconfigured, reloaded, and updated. Device passed all safety, console, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch screen of the programmer was not working as the cursor was not moving on the screen correctly. There was no patient involvement.